Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to the recipient's need for frequent mris. Subsequently. The patient was reimplanted with another cochlear device on (B)(6) 2025.